Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump stopped working. The mother stated that her son is back on manual injections. The customer's blood glucose reading was unknown. The customer stated that he programed a bolus and it did not show that it stopped. The customer was at camp and was unable to troubleshoot.